Manufacturer narrative:
Investigation summary: a complaint of tubing bursting open during infusion was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was verified. The tubing burst open at upper filament. There was also damage seen to the blue safety clamp that goes inside the pump. A device history record review for model 2420-0500 lot number 20073265 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is misuse during infusion. If the set is not loaded from top to bottom, small tears can be formed on the pumping segment. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing separated from the line connection during the CT contrast infusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "primary IV tubing burst at the line connection during infusion of CT contrast."